Event description:
It was reported that increased capture threshold and failure to sense was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead was dislodged. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.